Manufacturer narrative:
B5: patient experienced blurred vision. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was removed due to sizing and replaced with a longer length lens.

Manufacturer narrative:
H6: 4110, work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
D10: injector and cartridge device included. Claim# (B)(4).

Manufacturer narrative:
B5: low vault with rotation was observed. Lens was exchanged and the problem was resolved. Cause of the event was a patient-related-factor. Reportedly, "lens not sized properly which rotated the lens." H6: work order search was performed but was not required. Claim# (B)(4).